Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria for lot 3637452 and product code tvtrl. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Adverse event regarding urinary retention requiring cisc and division of tape at 4 weeks due to voiding disorder was submitted via medwatch 2210968-2019-89801.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2013 and the mesh was implanted. The patient experienced urinary retention requiring cisc, clean intermittent self-catheterization, and ultimately required division of tape at 4 weeks due to voiding disorder. The patient returned for examination 6 years later, post-operatively, with worsening mixed urinary incontinence and prolapse, and trailed vaginal pessary. The patient was referred to specialist with signs of sling exposure and pain. The mesh explant was performed on (B)(6) 2019. No further information is available.